Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2019, it was decided to add the following information, to more accurately capture the following reported event: a granuloma to the right axillary node was found. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast cyst. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent bilateral breast augmentation with two 375cc mentor memorygel breast implants, suffered right breast implant rupture and bilateral breast cysts, post-operatively. The issues were diagnosed via ultrasound. As a result, the patient underwent bilateral removal and replacement with the following devices on 11/20/2018: (right) 375cc mentor memorygel breast implant catalog: 3544375 lot: 6993080 sn: (B)(4) and (left) 375cc mentor memorygel breast implant catalog: 3544375 lot: 7608254 sn: (B)(4). This medwatch form is for the left breast prosthesis.